Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed ise (ion selective electrode) calibration was failing. The fse found that the sodium (na) electrode failed. The failure mode was identified as defective na electrode. The fse replaced the na and chloride (cl) electrodes which resolved the issue. The fse verified system successfully without further issues. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated five (5) to six (6) false low sodium (na) and false high chloride (cl) patient results. With low anion gaps. The erroneous results were reported out of the laboratory and later amended. The customer provided examples of three (3) patient sample results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographic.